Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2023. On (B)(6)2023, the patient did not experience any symptoms when the cgm was reading 40 mg/dl. Based on the cgm value, the patient self-treated with orange juice and ice cream; however, the cgm reading remained 40 mg/dl and she took a blood glucose reading which was 600 mg/dl. Her son took her to the hospital and there she was treated with IV fluids. The patient was discharged the same day. At the time of the report the patent was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.